Event description:
It was reported that the pump touch screen was intermittently unreadable. Reportedly, the screen had missing/stuck pixels which blocked graphics and text. Customer experienced diabetic ketoacidosis and blood glucose level of over 500 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.